Event description:
It was reported that the patient contacted patient services and reporting a slow heart rate, and "not feeling well." The patient contacted the healthcare facility and was scheduled for a follow up visit. At the follow up visit it was revealed that the patient had experienced several premature ventricular contractions (pvc). Physician increased the implantable pulse generator (ipg) lower rate response to override the pvcs. The ipg remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452, lead, implanted: (B)(6) 2012. (B)(4).